Event description:
This was a left-sided cardiac lead extraction conducted in the or to remove two cut/capped pacing leads (sjm 1488t rv & ra, 10yo). The patient had bilateral lead placements, was in third degree heart block and needed a lv lead implant. The md attempted to insert a lld-ez in the ra lead, able to advance only a couple of inches before encountering a kink in the lead. The ra lead's insulation was very decomposed but the md was able to retract the lead to the point of the kink, cut the lead at that point and re-insert another lld-ez to the distal tip of the lead. The md successfully extracted the ra lead with a 12f gl. The md then inserted a lld-ez into rv lead, advancing only half-way down. Sutures were tied around the lead to secure for extraction and lasing began with the 12f gl (lasing 1.41 minutes). Lasing with ease to the innominate, encountered binding, lased approximate 3 trains, and upsized to a 14f gl (lasing 1.5 minutes). Lasing continued at a slow progression, more binding was encountered in the svc (past the turn) and the patient's abp began to drop. The md confirmed an effusion via tee and inserted a right-sided chest tube with a significant blood return. An immediate sternotomy conversion was performed noting a approx 4cm tear in the svc. Resuscitative efforts were unsuccessful and the code was called approximately 50 minutes from the time of the initial abp decline.

Manufacturer narrative:
Eval summary: device disposed of after use.